Event description:
Pt was scheduled for 4 hours hemodialysis treatment. Treatment was terminated 2 minutes early due to clotting in the extracomporeal circuit. Blood volume in the venous portion of the tubing and dialyzer were discarded resulting in ebl=172cc. No pt injury or need for medicl intervention is reported. MDR is filed for blood loss only.